Manufacturer narrative:
The device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device, but couldn¿t duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon occurred temporarily by the failure of communication between the video processor and the subject device due to the adhesion of the dust or dirt to the electrical contacts of the electrical connector. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.